Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the physician expressed concern regarding the amplitude of the measured r-waves through the device. Routinely, the r-waves measure greater than 10 mv with the analyzer but measure less than 3 or 4 mv through the device. The device remains in use. No patient complications have been reported as a result of this event.